Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the pigtail, interrupting insulin delivery. The customer loaded a new cartridge to address the issue. The customer's blood glucose level ranged from 270-271 mg/dl.